Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that they noticed a crack on the back side of the reservoir compartment. Report does not state whether the reservoir is able to lock into place or not. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.